Manufacturer narrative:
G4 - date received by mfg was updated.

Manufacturer narrative:
The customer's meter was received for investigation. After powering on the meter, the visual inspection of the display showed several black lines and spots. One large spot overlaid the second digit in the result display. The spot is permanently visible after turning on the device and could result in difficulty reading the results. The meter was disassembled for further investigation. The display assembly was removed and replaced with a fully functional display assembly. The meter performs as expected with an exchanged display. Therefore, the customer's display assembly was found to be defective. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of black lines and a black splotch in the middle of the display of the accu-chek inform ii meter. No actual misinterpretation of results occurred.

Manufacturer narrative:
G3 - date received by mfg was updated.